Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-10738 - device 3 of 4. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in puerto rico, u.s. It was reported that patient faced 4 infusion set tap not sticking event on 24-may-2024. Fell off was non-serialized product being replaced. Getting wet was cause of non-adhering. Adhesive failing after patient was entered in pool. No further information available.